Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that 1 year after the gamma3 surgery, it was diagnosed with nonunion. This case was presented at the meeting of (B)(6) for fracture repair on (B)(6) 2016. No more information is available.